Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) sh device registry, patient site ID: (B)(6), (r901134801). It was reported that on (B)(6) 2024, a 33mm epic plus mitral valve was successfully implanted in a patient. There was no difficulty experienced implanting the 33mm epic plus mitral valve. On (B)(6) 2024, it was noted via electrocardiogram that the patient developed an onset of tachycardia with atrial fibrillation while in rehabilitation. The decision was made to hospitalize the patient and start an amiodarone therapy. The cause of the patient's atrial fibrillation is attributed to the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The patient recovered at the time of report.

Manufacturer narrative:
It was reported that the patient developed an onset of tachycardia with atrial fibrillation while in rehabilitation after a week of epic valve implant. Field indicated that there was no difficulty experienced implanting the epic plus mitral valve. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. There was no allegation of malfunction against the abbott device or procedure. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient effects of tachycardia with atrial fibrillation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.